Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 427 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain. Customer was hospitalized. Auto mode/smart guard feature was not active during 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged possible under delivery, visit to emergency room and was hospitalized for high bgs found on (B)(6) 2021. Also, on (B)(4). , svn#: 000313327805 - customer returned pump for an alleged hospitalized for high bgs found on oct 02, 2021. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. In further full review of the device history/traces on the event date of dec 31, 2021, there was no unexpected alarms/suspends noted and found bolus wizard deliveries of dailytotalofbolusinsulindelivered = 34 u bolus. 12/31/2021 09:52:26.000 normal bolus delivered normal bolus amount programmed = 8.2 bolus amount delivered = 8.2 12/31/2021 12:13:58.000 normal bolus delivered normal bolus amount programmed = 2.7 bolus amount delivered = 2.7 12/31/2021 13:11:06.000 normal bolus delivered normal bolus amount programmed = 3.4 bolus amount delivered = 3.4 12/31/2021 14:43:44.000 normal bolus delivered normal bolus amount programmed = 2.2 bolus amount delivered = 2.2 12/31/2021 15:04:54.000 normal bolus delivered normal bolus amount programmed = 0.5 bolus amount delivered = 0.5 12/31/2021 15:37:56.000 normal bolus delivered normal bolus amount programmed = 1.2 bolus amount delivered = 1.2 12/31/2021 16:06:04.000 normal bolus delivered normal bolus amount programmed = 0.5 bolus amount delivered = 0.5 12/31/2021 16:55:46.000 normal bolus delivered normal bolus amount programmed = 0.9 bolus amount delivered = 0.9 12/31/2021 17:15:56.000 normal bolus delivered normal bolus amount programmed = 2.2 bolus amount delivered = 2.2 12/31/2021 19:51:36.000 normal bolus delivered normal bolus amount programmed = 4.6 bolus amount delivered = 4.6 12/31/2021 20:28:16.000 normal bolus delivered normal bolus amount programmed = 5 bolus amount delivered = 5 12/31/2021 20:34:58.000 normal bolus delivered normal bolus amount programmed = 1.2 bolus amount delivered = 1.2 12/31/2021 23:07:00.000 normal bolus delivered normal bolus amount programmed = 1.4 bolus amountd elivered = 1.4 unable to verify unexpected alarms/errors and bolus delivery for the event date, oct 02, 2021. The formatted history file lists data from 10/22/2021 10:01:51.000 to 01/13/2022 21:03:00.000. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The device passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.